Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was removed in the initial surgery. Section d6b: explant date: not applicable, as lens was removed in the initial surgery. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) came out of the injector, the lens was damaged. The iol was partially inserted and it was removed from the patient's surgical eye. Account indicated that damage found at injector exit site during lens implantation lead to the iol being scratched. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 21 aug 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint device was received with the plunger rod advanced to the neck of the cartridge. The cartridge could be observed to be stretched but in specification for a used device. Viscoelastic was observed to not be dispersed throughout the cartridge indicating an inadequate amount was possibly used. The complaint lens was received cut into three pieces with a piece missing as well as one haptic missing. The complaint issue was not confirmed during product evaluation. The observed issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.